Event description:
(B)(6) infant in neonatal ICU with total anomalous pulmonary venous return required medication via alaris pump. The pcu and modules of the pumps gave "channel error" codes while the infant was being transported. The pumps stopped functioning requiring replacement pumps.